Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no impact customer¿s blood glucose level. In addition, it was reported that the battery gauge was seen to be fluctuating and the insulin gauge was inaccurate. The customer declined to further troubleshoot with tandem technical support. Customer reverted to manual injections for insulin therapy.